Manufacturer narrative:
Per t:slim user guide: the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). Ipx7: watertight to a depth of 3 feet for up to 30 minutes. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's pump would not turn on after having gone swimming in the ocean for 15 minutes with the insulin pump. The customer initially thought she had received a malfunction alert. Tandem technical support requested customer plug pump into a power source, but the customer was unable to at the time of the initial call. Reportedly the customer called back and verified they did not receive a malfunction code but had received multiple temperature alarms. The customer was able to verify the alarms via the pump history. The customer reported receiving one alarm while the pump was charging in a power source. Additionally customer was unable to access pump features. The customer's blood glucose levels were not impacted. The customer will use insulin injections until they receive the replacement pump.